Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Was the distal transection taken in one or multiple firings? Was the retaining pin set automatically or manually? What the device difficult to close? Was the device difficult to fire? How was the procedure completed? It was reported that there was ¿serious bleeding.¿ how much blood was lost (ml)? Was a transfusion required? What is the current patient status?

Event description:
It was reported that during an lar, after completing the firing cycle it turned out that the staples were formed only on one side of the knife blade ¿ on the side of the specimen, no staples were formed on the side of the rectal stump leading to serious bleeding.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? - cancer. How was the procedure completed? ¿ they completed the procedure by using another contour stapler, the second one was ok. Was a transfusion required? - no. What is the current patient status? Patient is recovering.